Event description:
It was reported that the ventilator failed blower inlet test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed blower inlet test during pre-use check. The ventilator was investigated by our field service engineer on-site and the turbine module was determined defective and suggested to be replaced to solve the issue. The issue was confirmed in the provided log files. No service report or replaced parts has been returned for technical investigation and the issue could be reproduced. The root cause to the reported failure has not been established in this investigation.